Manufacturer narrative:
No product failure. No infection. Check of fixture stability and soft tissue reconstruction.

Event description:
The patient underwent revision surgery on (B)(6) 2024. The patient had been in pain and infection was suspected. Also, the patient was in need of a soft tissue reconstruction. The fixture was well fixed and cultures showed no signs of deep infection. No product failure.